Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that patient faced an infusion set leakage event from connector pipe on (B)(6) 2024. The infusion set was in use for one day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.